Event description:
It was reported that before a ukr procedure when the patient wasn't under anesthesia yet, the internal cabling drill console was damaged. In the first event, the "internal cabling/drill console error" message appeared as everything was correctly plugged in, with the message "please contact robotics customer support (B)(4), the system must shut down." The problem was known before the surgery, so there were no delays in the procedure. It was completed with s&n manual instrumentation. No other complications were reported. This was the second event of four in total that had happened with the same issue and another patient.